Event description:
It was reported that during a transfix surgery ((B)(6) 2008), while the surgeon was inserting the screw, into the pt's joint, the tip broke off and remains in the pt's joint. The surgeon states that the piece of implant was secured by placing a new implant over top. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for eval, but has not yet been received. The cause of the event could not be determined from the info available and without device eval. Device history record review nothing relevant to this event. The most likely causes of this type of event are flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, incorrect driver and screw combination, or applying excessive force to the screw during implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.